Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant products: 183010tnbn tinbn vg int cr anat fm r 67.5; unk tnbn tib tray 79mm titan niob; unknown 10mm x 79/83mm cr. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, the patient underwent mobilization administered under anesthesia along with surgical capsule release due to experiencing a postoperative decrease in range of motion. The polyethylene bearing was also revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0001825034-2021-02663.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0001825034-2021-02663.